Event description:
It was reported that the subject device had communication error. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e2, e3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion in the cable, water invasion in the imaging, a kink in the cable, and a hit mark on the electrical contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had communication error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.